Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva ID high power single use laser fiber was used in a ureteroscopy to treat a stone in the ureter performed on (B)(6) 2022. The laser unit used was a moses 1.0 laser console. During insertion, the laser fiber was seen to cleave through lithovue scope prior to use. The tip of the laser fiber was broken. No fiber fragments fell inside the patient. The procedure was completed with another flexiva ID high power single use laser fiber. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva ID high power single use laser fiber was used in a ureteroscopy to treat a stone in the ureter performed on (B)(6) 2022. The laser unit used was a moses 1.0 laser console. During insertion, the laser fiber was seen to cleave through lithovue scope prior to use. The tip of the laser fiber was broken. No fiber fragments fell inside the patient. The procedure was completed with another flexiva ID high power single use laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of fiber tip detached. Block h10: investigation results the returned flexiva ID high power single-use laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber body measured 310 cm from the tip of the connector to the end of the exposed glass tip. The exposed glass tip was not present, it appeared detached/separated off. A functional evaluation revealed that the light from the sma connector was bright and round, indicating that there was no fracture within the connector. No other problems with the device were noted. The reported event of the flexiva ID high power single-use laser fiber glass tip detached was confirmed. It is likely that procedural conditions and handling of the device during use contributed to the fiber tip damage. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.